Event description:
It was further reported that the pt was enrolled into the program in 2004. Target lesion 1 was identified in the mid rca with 90% stenosis and 3.6 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of two taxus stents (3.5 x 20 mm and 3.0 x 8 mm). Residual stenosis was 10% following post-dilation. Target lesion 2 was identified in the distal rca with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilatation and a placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0%. Target lesion 3 was identified in the rpda with 95% stenosis and a 2.75 mm reference vessel diameter. Target lesion 3 was treated with predilatation and placement of a 2.5 x 16 mm taxus stent. Residual stenosis was 0%. There were no reported complications and the pt was discharged the next day on plavix and aspirin. The pt was readmitted 4 months later in 2004 with atypical chest pain. Cardiac isoenzymes were normal and EKG showed no acute changes. The pt was found to be hypokalemic and was given potassium supplements. The pt was also given a gi cocktail, with some relief of symptoms. Cardiac catheterization 1 day after readmission revealed: lmca - normal, lad - 30% mid narrowing, lcx - 80% mid stenosis; 95% stenosis of om, rca (target vessel) - 75% obstruction in mid vessel between previously placed stents, lvef 65%. Two days after after cardiac catheterization, the pt underwent pci as follows: ptca and placement of a 3.5 x 23 mm cypher stent in the mid rca ptca and placement of a 2.5 x 13 mm cypher stent in the mid lcx. The pt was discharged the next day after pci. In the opinion of the physician the relationship to taxus stent is "unknown."

Event description:
Same case as MFR # 6000089-2004-01229, 01230, 01228. It was reported that 4 months after a coronary drug eluting stenting treatment procedure to the right coronary artery (rca), a target vessel reintervention was performed. Additional informant has been requested